Manufacturer narrative:
The customer declined ge service. No repair information available. No report of patient involvement.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient involvement.